Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a (B)(6) year old male patient with chest discomfort and shortness of breath. There was no additional patient information at the time of this report. (B)(4). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. After several attempts to obtain information, the reporting decision was based on limited information available. The customer has not provided product or patient information regarding this event..

Manufacturer narrative:
(B)(4). The investigation was completed on 02/09/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridges could not be tested as the lot expired on 28-dec-2017, prior to the complaint registration date of (B)(6) 2018. No deficiency has been identified for ctni cartridge lot d17159.